Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was admitted with coke colored urine and not feeling well. Lactate dehydrogenase levels (ldh) at 3000+. The hospital performed a ramp study and at 10200 rmp, the aortic valve (av) is still opening every beat. Milrinone, heparin and integrillin were administered. The patient was taken to the operating room (or) for a pump exchange from one lvad to another lvad after becoming anuric.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.